Event description:
Event reported by thor - (B)(4). Patient 027, a white female with aortic chronic dissection, experienced an event of dsine( distal stent graft induced new entry). The patient underwent an open surgical replacement of the aorta with a thoraflex hybrid plexus device on (B)(6) 21. On post operative day 384 ((B)(6) 22), patient 027 had an ae(adverse event) of dsine (on CT scan from (B)(6).2022 was a dsine detectable). Treatment of this ae included reintervention, tevar(thoracic endovascular aortic repair) -implantation on (B)(6) 23. The event was considered resolved on 11-may-23 and the patient continued in the study.

Manufacturer narrative:
Clinical code: 4870 - aortic dissection: event was reported from the site as dsine(distal stent graft-induced new entry). Impact code: 4625 - additional surgery: treatment of this ae (adverse event) included reintervention, tevar( thoracic endovascular aortic repair) -implantation on (B)(6) 23. The event was considered resolved on 11-may-23 and the patient continued in the study. Medical device problem: 2993 - adverse event without identified device or use problem: the site reported the event was not related to device deficiency/failure component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4110 - trend analysis: four year review was performed for thoraflex hybrid > medical event > dsine & nature of event: dsine, this gave an occurrence rate of 0.039%. Increasing trend was identified and further review is being performed with sme (subject matter experts) to identify any further required actions. 4112 - analysis of information provided by user/third party: awaiting further information from the site. 4111 - communication/interviews: awaiting further information from the site. 4117 - device not accessible for testing: device remains implanted. 3331 - analysis of production records: still to be performed, results will be in next report. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusion: 11 - conclusion not yet available.